Event description:
Boston scientific received information that the patient with this device presented to the hospital, with interrogation showing a fault code indicative of a possible device malfunction. Boston scientific's internal technical services was contacted for recommendations, at which time the device's memory file was requested or review. To date, the product remains implanted and in service with no adverse patient effects reported. Subsequently the device's memory was reviewed, confirming a product performance anomaly. The manufactures recommendations is to have the patient return for product replacement and send the explanted device back for laboratory analysis.

Event description:
Subsequently, the device has been explanted and replaced without incident with another boston scientific device. The explanted product is intended to be returned for a full post market assessment.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Following receipt of new information, this event will be further updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitor(s) that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
--